Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive escape, act and up arrow buttons due to corroded keypad traces. No display anomaly or moisture damage to the electronic assembly was noted. The insulin pump had a cracked display window, cracked case at the display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer reported the alarm went off after working outside and that it was extremely humid. The blood glucose reading was 185 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.